Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's implantable neurostimulator was "eroding" in her body. The implantable neurostimulator was replaced on (B)(6) 2021. Impedances were checked intra-operative and were within normal limits. The issue was resolved.